Manufacturer narrative:
(B)(4). The cause of the patient symptoms is currently not known. (B)(4). Further information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that, while having dialysis treatment at the facility, the patient experienced a hypotensive episode leading to cardiac arrest and expired. The cause of the hypotensive episode leading to cardiac arrest and expiration is not known; however the patient symptoms cannot currently be disassociated from fresenius hemodialysis product(s).

Manufacturer narrative:
Further information has been requested and will be submitted upon receipt accordingly.